Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the sodium electrode on a cobas pure c 303 analytical unit. The sample resulted in a sodium value of 146 mmol/l. The sample was sent to another laboratory where it was tested with an unknown method, resulting in a sodium value of 139 mmol/l. The sample was also repeated using a second unknown method that is a direct ise method, resulting in a sodium value of 138 mmol/l.